Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operatively that the right ventricular (rv) lead exhibited high impedance and the right atrial (ra) lead exhibited high impedance, noise and oversensing. The leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the high atrial impedance was a false positive based on the device recognizing removal of previous atrial lead during re-implant.